Event description:
It was reported that a syringe 1.0ml 6mm 90 bx 450 mo was unable to contain medication during use. The following was reported by the initial reporter: "it was reported that needles are dull. Also reported syringe barrel was cracked and leaked insulin. Verbatim: voicemail: consumer left voicemail stating that the needles are dull and the syringe is broken. (B)(6) 2020: I returned consumer's call, he stated that the syringe has a crack in the side of the barrel that causes the insulin to leak out. Consumer also reported that the needles are dull. Consumer does not re-use."

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9070693. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 6mm 90 bx 450 mo was unable to contain medication during use. The following was reported by the initial reporter: "it was reported that needles are dull. Also reported syringe barrel was cracked and leaked insulin. Verbatim: voicemail: consumer left voicemail stating that the needles are dull and the syringe is broken. 10-20-20: I returned consumer's call, he stated that the syringe has a crack in the side of the barrel that causes the insulin to leak out. Consumer also reported that the needles are dull. Consumer does not re-use."